Event description:
Philips received a complaint by the customer on the v60 requesting part ID to replace broken caster. There was no unit malfunction reported. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse provided parts ID for the caster, locking, v60 stand per customer request. Investigation ongoing.

Manufacturer narrative:
The customer replaced the caster locking stand to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Based on information provided and/or service performed it was confirmed unit did not meet product specifications. It is unknown what caused the damage to the caster. The device was not being used for treatment when the reported event occurred. H11: d4 (01) (B)(4).